Manufacturer narrative:
Conclusion: procedural images were provided which showed significant tortuosity. A manufacturing assessment was performed and upon review of the information provided, the primary event of sinus of valsalva perforation leading to hypotension, cardiopulmonary resuscitation (CPR) and pericardial effusion resulting in unplanned intervention (pericardiocentesis and open surgery) and subsequent death, is assessed as likely related to the fx delivery catheter system (dcs), which had difficulty passing the aortic annulus and per the physician, the dcs contributed to the perforation and the cause of the perforation was when the dcs was attempting to cross the annulus. Of note, the patient had pre-existing kyphosis, scoliosis, and a tortuous aorta with friable tissue. The adverse events reviewed in this medical safety assessment are known potential risks associated with the implantation of the fx valve. The reported harms and severities are documented in the risk files and instructions for use. No further safety assessment is required at this time. There is no information to suggest a device malfunction or a failure to meet manufacturing specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that clarified the previously reported information that the sinus of valsalva (sov) was ¿disrupted¿, which meant the sov was perforated. Per the physician, the dcs contributed to the perforation and the cause of the perforation was when the dcs was attempting to cross the annulus. It was further reported that it was unknown what caused the supraventricular tachycardia, and the dcs did not cause or contribute to the supraventricular tachycardia. Per the physician, the cause of death was the perforation at the sov when the dcs was attempting to cross the annulus. Additionally, the death was also attributed to the patient¿s tortuous anatomy.

Manufacturer narrative:
Concomitant medical product: product ID vlv evolutfx-29; serial number: (B)(6); product type: 0195-heart valves. Product ID l-evolutfx-2329; lot number: 0011659475; product type: 0195-heart valves. Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve, the patient had pre-existing kyphosis, scoliosis, and a tortuous aorta. During attempted implant, the delivery catheter system (dcs) was not able to cross the annulus. It was noted that the sinus of valsalva was disrupted. Supraventricular tachycardia was present and the patient became hypotensive. Cardiopulmonary resuscitation (CPR) was performed and an echocardiogram revealed a pericardial effusion. A pericardiocentesis was performed and a decision was made to open the patient. The patient died. Per the physician, the cause of perforation was related to the tortuosity and friable tissue. It was noted that the dcs tracked easily through the tortuous anatomy.